Manufacturer narrative:
Updated form - the initial report was sent on 05/29/2009. No new pt, event or device info has been revised since the original MDR submission. We have spoken to (B) (4) and are submitting the updated form FDA 3500a, enclosed with the original report submitted, per our conversation with (B) (4) and (B) (4). The construct implanted used two (2) pedicle screws of 5mm in diameter in s1. This diameter is not correct for such lower levels according to state of the art spine surgery. Furthermore, the timeline shows the pt was experimenting probably a case of pseudarthrosis, since one yr after surgery, the fusion should have occurred and then the construct would not broke. In order to further usage of the diameter 5 in lumbar spine fixation, ldr medical decided to modify the labeling to show that the 5mm screws are only intended for use in thoracic spine.

Event description:
One yr after surgery, pt was still having pain and decided to proceed to radiological exam. The lower screws (in s1) were discovered broken. Her surgeon has decided to revise the construct, since the pt was still in pain. The above info was provided to ldr spine USA by ldr medical in order to create this report. The event occurred outside the USA and was reported to ldr medical in france. This report is following an internal review of complaints at ldr medical for MDR reporting status. After review, it was determined that this event meets the criteria for a reportable event in the USA. The info has been transmitted to ldr spine for reporting by the qa mgr. Ldr spine was notified of this event on 06/23/2009.